Event description:
Physician was attempting to treat lesions in the rca with 90% stenosis, occluded lad and lcx with 85% stenosis, using sprinter legend dilatation balloon catheter. It was reported that the device was advanced to the target lesion in the rca but the device could not cross the lesion. Physician then used another device to complete the procedure. The device was inspected before use with no issues noted. The device was returned to the manufacturing facility and a catheter leak was noted. Evaluation summary the device was returned with hardened blood and contrast in the balloon and inflation lumen. The distal and proximal balloon cones were bunched. The balloon bond was necked and stretched. The balloon bond material appeared to have been inflated. The outer layer of balloon bond material had peeled away. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. The device failed to maintain pressure when pressurized. A gaping, jagged tear was detected on the distal edge of the balloon bond.

Manufacturer narrative:
Evaluation, results: related to operational context (procedural related event as damage would be detected by in process controls); deformation problem. Conclusion: operational context caused or contributed to the event (procedural related event as damage would be detected by in process controls). (B)(4).